Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on the data and device analysis the root cause for the purge related issue was most likely due to the glucose residue. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27548. G1 manufacturing site name, address, country and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-27548.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, shortly after insertion (with an optimal position confirmed both by ultrasound and angiography), it started signaling position alarms (impella position in the aorta) and purge system alarms (high purge pressure). The staff tried to de-air the purge cassette to ensure glucose was flowing out. Since the alarm persisted, it was decided to replace both the purge bag and the purge cassette. A new purge cassette was used with the replacement pump and immediately the console repeated the warning ¿purge fluid not detected.¿ staff then replaced the automated impella controller (aic) to resolve the issue.